Event description:
The following medwatch report was received from the FDA. During an angioplasty and stenting procedure of the right renal artery for stenosis with high-grade velocities, the balloon of the stent delivery system (sds) ruptured and fractured, and could not be retrieved. The balloon of the sds was removed with force and multiple fragments of balloon were missing and there were markers noted in the renal ostial. Also, a fragment of wire broke off in the renal artery itself. The patient a male with known bilateral renal artery stents with restenosis on duplex and increased hypertension. The information stated that the surgeon placed an omni flush catheter over a .035 guidewire into the aorta for angiogram. The catheter was exchanged for an ig catheter, which was positioned into the level of the right renal artery. A guidewire was placed across the lesion with high stenosis. A palmaz blue stent was advanced to the lesion, but the surgeon was unsuccessful getting it into the renal artery. The physician then obtained a 5mm monorail balloon for pre dilation of the renal artery, which resulted in good opening of the renal stenosis. The physician removed this balloon and re-inserted the palmaz blue sds to the lesion. When the balloon of the sds was inflated, it appeared to burst and fracture. The surgeon could not retrieve the device, and the catheter could not be pulled out of the patient. The ballon of the sds was removed with force.

Event description:
It was further reported that a non bsc drug eluting stent was implanted in the mid right coronary artery (rca), right posterior descending artery (r-pda) and right atrioventricular branch artery (r-pav) in 2005. In-stent restenosis occurred in 2007 in the r-pda and r-pav and was treated with the implantation of a taxus express2 stent in both vessels.

Manufacturer narrative:
Updated with DHR for lot number received for pi 1-5l8ac. Additional information was received noting the lot number of the palmaz blue on aviator balloon related to previously reported events including crossing difficulty, balloon burst of palmaz blue on aviator with withdrawal difficulty and sds/balloon separation. Additionally, there was separation of the stabilizer guidewire. Surgical intervention was required due to slow flow due to thrombosis/occlusion. The (B)(6) male was diagnosed with in-stent restenosis of the right renal artery, with high-grade velocities. The intended procedure was stenting of this lesion. A palmaz blue on aviator stent delivery system (sds) was initially unable to cross the target lesion. The sds was withdrawn and the lesion was successfully predilated with a 5mm balloon catheter. The palmaz blue sds was reintroduced and advanced to the target lesion. During deployment of the stent, the balloon burst. Difficulty was experienced during withdrawal of the sds. The balloon delivery system was finally removed with force with multiple pieces of the balloon missing and all markers were noted in the renal ostia. A snare was used to retrieve multiple balloon fragments; however there still appeared to be a marker band in the renal artery. At that time, the decision was made to remove all of the devices, including the stabilizer guidewire. During withdrawal, a fragment of the wire separated in the renal artery. A secondary catheter showed occlusion of flow or very limited flow. Nephrogram was still noted. No distal embolic material was seen. With review of procedural images, it was also reported that vasospasm was seen after the event. The patient was taken to the operating room for emergent renal bypass and retained wire was removed. It was reported that the end of the wire was noted to be somewhat uncoiled. It was reported that the patient had no post op complications and was discharged to home post-op day 3. The palmaz stent and aviator delivery system are not available for analysis. Manufacturing records for this lot were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to abbott vascular. Both lots passed all test criteria. Procedural images were received and reviewed by an independent interventional endovascular radiologist who noted the following: history and problem: this complaint involves a patient undergoing endovascular treatment for a right renal artery instent restenosis. During the procedure, the physician performed an aortogram and right renal arteriogram. The right renal artery was then subselectively catheterized. Attempt was made to place a palmaz blue stent to treat the restenosis however the stent could not be advanced across the lesion. The lesion was then predilated with a 4mm balloon. After this, a 5mm palmaz blue stent was advanced across the lesion and deployed. As per report, the balloon ruptured during deployment. Upon catheter retrieval the balloon could not be withdrawn. This was subsequently achieved using "considerable force." This ultimately resulted in fragmentation of the balloon catheter and fracture of the guidewire. The patient subsequently underwent emergency surgical right renal artery bypass. Observations: initial images demonstrate a dsa aortogram performed from right common femoral artery approach. Subsequent images show selective catheterization of the right renal artery. There is a previously placed right renal artery stent in place. Within the stent, there is a high-grade stenosis. Subsequent images show successful wire traversal across the stenosis and placement of a guide catheter near the stent origin. No images of the initial attempt to deliver the palmaz blue stent are submitted. Subsequent images show balloon angioplasty of the right renal artery stent. Following this, a palmaz blue stent is deployed within the previously noted stent. Subsequent images show a balloon apparently entrapped on the stent. No flow is seen within the origin suggesting thrombosis or occlusion. Final images show attempted snare retrieval of the balloon. A distal wire fragment is noted as well. There is significant vasospasm in the artery. Impression: this complained involves a patient undergoing endovascular repair of a right renal artery instent stenosis. Initial portion of procedure including selective angiography, wire traversal, and pre-stent angioplasty appeared unremarkable. Following stent deployment, it appears the balloon ruptured and caught on the proximal margin of the stent. At this point, it is not entirely clear what transpired. Manipulation of the ruptured balloon could have further snared the balloon fragment on the stent margin. The treating physician reports using considerable force to remove the catheter. This likely resulted in wire fracture and fracture of the balloon catheter. Although this is an unfortunate event, it is unlikely that this represents device malfunction. Rather, this case illustrates the difficulty in treating patients with significant atherosclerotic disease and previous endovascular therapy. Great care must be taken with regard to the angle of the approach from the aorta. Removal of a balloon following stent placement can sometimes be difficult and this difficulty is further accentuated when the balloon has ruptured. If any resistance was encountered during removal an attempt can be made to advance the guide sheath over the balloon catheter for retrieval. The treating physician handled the complication correctly by transferring the patient for renal surgical bypass. In this case, it appears that multiple factors may have contributed to the sequence of events reported, including patient history, lesion characteristics, procedural factors, and/or user handling. With review of the device history records there are no identified manufacturing issues related to the balloon rupture and subsequent separation of balloon or delivery system. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Multiple fragments of the balloon were missing, and there were markers noted in the renal ostia. There were balloon fragments on the guidewire, coming from the stent. Some balloon fragments were removed. A secondary catheter showed occlusion of flow or very limited flow in the right renal artery. A nephrogram was performed. The surgeon removed the catheter and, in doing so, a fragment of wire broke off inside the renal artery. The patient was taken to the operating room for emergency renal bypass and the retained wire was removed. Upon inspection of the wire, the surgeon observed that the wire was somewhat uncoiled. The wire was not saved by hospital. Patient had no post-op complications and was discharged to home post-op day 3. The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra mini meter. On the evening of (B)(6) 2010 after dinner, the patient tested her blood glucose and obtained a 9.2 mmol/l ( 165 mg/dl) and felt dizzy and passed out 15 minutes later. Patient was treated with ice tea and a scoop of sugar by her neighbor (who is a retired nurse). The patient did not seek any further medical attention or contact her physician for assistance. The patient was not tested on another device. Products were replaced. The complaint is being reported since the patient alleged that due to the alleged she passed out and was treated with fluids, after allegedly receiving a high blood glucose reading on her ultra mini meter

Manufacturer narrative:
Please note that the lot number (13078369) of the palmaz blue stent delivery system used in the procedure has been received. A device history review has been requested. Additional information will be submitted within 30 days upon receipt.